Event description:
A customer reported encountering a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the error was resolved, and the customer successfully started a new sensor session.